Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60200 batch # 0037266378. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (cardiac arrest) (resuscitation) and hypotension (intensive care, hospitalization). Risk review: a risk review was completed and confirmed that the events of arrhythmia (cardiac arrest) and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that cardiac arrest occurred. A left atrial appendage (laa) closure was being performed. Venous access was obtained. A 20mm watchman flx pro closure device was implanted. Protamine was given. On closing the venous access, anesthesia noticed the patients' blood pressure was dropping. Cardiac arrest occurred. Protocol was followed to stabilize the patient, including cardiopulmonary resuscitation (CPR). Once stabilized, the patient was transferred to the intensive care unit (ICU) and hospitalized. A pericardial effusion, retroperitoneal bleed or cardiac perforation was not visualized. No further details were made available at the time of this report.

Event description:
It was reported that cardiac arrest occurred. A left atrial appendage (laa) closure was being performed. Venous access was obtained. A 20mm watchman flx pro closure device was implanted. Protamine was given. On closing the venous access, anesthesia noticed the patients' blood pressure was dropping. Cardiac arrest occurred. Protocol was followed to stabilize the patient, including cardiopulmonary resuscitation (CPR). Once stabilized, the patient was transferred to the intensive care unit (ICU) and hospitalized. A pericardial effusion, retroperitoneal bleed or cardiac perforation was not visualized. No further details were made available at the time of this report.